Event description:
It was reported that an asahi regalia xs 1.0 guide wire broke off during a bronchial artery embolization (bae). The physician tried to reach the lesion after leading the wire, but the catheter could not move forward. He pulled it back to remove the guide wire and the tip of guide wire was stretched out and broke off. The broken tip fragment of the guide wire was immediately retrieved from the vessel. No impact on the patient associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). The regalia xs 1..0 guide wire and its separated tip was returned for evaluation. The coil wire was found fractured and elongated for approximately 120mm distal to the proximal-mid solder that was originally located at 45mm from the tip. Along coil elongation, the polymer jacket was also found stretched and torn. The core wire was found fractured at approximately 16mm distal to the proximal-mid solder. Microscopic observation found that the core fracture end was bent and necked, indicating the core wire was eventually fractured by tensile stress. The fracture end of the coil wire was flat, indicating it was most likely attributed to torsion generated when the coil structure was straightened. The separated tip was severely deformed in three-dimension. Elongation of the fractured coil wire, approximately 17mm in length, was originated at the distal-mid solder located at 25mm from the tip. Along coil elongation, the polymer jacket was also stretched and torn. As seen on the shaft side, the core fracture end was bent and necked. The coil wire also had a fat fracture surface. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile force generated with removal had most likely contributed to the observed fracture on the returned guide wire. Free movement of the guide wire was likely prohibited by the concomitant catheter due to anatomical conditions. As the guide wire was being removed, tensile stress would locally applied and therefore exceed the product design limit to fracture. It was concluded that this event was not attributed to product quality. Damage observed on the polymer jacket did not completely exclude a possibility that some fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Manufacturer narrative:
Additional information about the case was obtained from the distributor on (B)(6) 2022. B5 describe event or problem and h6 health effect - impact code were updated accordingly. Initial input of the event description was confirmed to be unrelated to any of asahi products.

Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire broke off during a percutaneous peripheral intervention to treat an occlusion in the anterior tibial artery via the plantar arch. The artery was not occluded up to the middle plantar arch. The operator tried to cannulate the anterior plantar arch through the middle plantar arch. The guide wire was supported by a 2.6fr cxi supporting catheter (cook). The wire tip was located in the middle plantar arch. After manipulation, cannulation was failed, then the guide wire was retracted to remove. During retraction, the guide wire was kinked at the tip of the cxi catheter. Slight resistance was felt. The operator tried to remove the guide wire by gently pulling it back, but the guide wire was not retrieved due to kinking. Suddenly, the operator felt that resistance was absent when pull backing and noted the it was broken, so pull backing was stopped. Instead, the operator pulled back the support catheter with the guide wire inside, but the guide wire was not retrieved probably due to friction. The wire fragment remained in the posterior arch after removal of the cxi catheter. A trevo stent retriever (stryker) was used to successfully retrieve the wire fragment. The procedure was successfully completed. There were no adverse patient effects associated with this event.